Event description:
The pump was returned for investigation. Investigation found a dim/discolored display, the battery compartment was cracked, the ¿ok¿ and contrast buttons were unresponsive and the contrast button contact was missing. This report is made based on the results of investigation completed on 12/11/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/11/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to a display with discolored contrast. The battery compartment was cracked from the grip pad to the base seal. The keypad cover was peeling. The ¿ok¿ and contrast buttons were in-operational and the keypad connector wire was found to have torn. In addition, the contrast button contact was missing. (B)(4).